Manufacturer narrative:
Review of the provided image is consistent with illuminator issues presenting system triggering error 48245 "illuminator lamp failed to ignite". Per rest of the images provided the lamp does not show any physical damaged. Per image review, the probable root cause could be attributed to an open circuit in the lamp module. This issue can be resolved by using an alternate module to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the lamp module. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the light bulb suddenly failed to work. It was replaced. The procedure was completed with no reported injury.

Manufacturer narrative:
Visual inspection displayed no signs of physical damage. The lamp module was placed on an in-house system. It attached to and removed from the system without any issues on multiple attempts. The lamp successfully turned on and off without any issues on multiple attempts. There were no errors displayed. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.